Event description:
On (B)(6) 2011, patient was implanted with a bifurcated device and aortic extension device. On (B)(6) 2012, a computed tomography scan revealed an endoleak type I. Patient was treated by implanting a 28 mm aortic extension on (B)(6) 2012 with complete seal of the endoleak. Patient condition is satisfactory post-procedure.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.